Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to user error. The user bent the juggerstitch. IFU 01-50-1123 rev. G ¿biomet sports medicine juggerstitch, maxfire and maxfire marxmen meniscal repair devices¿ states ¿user-initiated bending of the device needle may result in implant non-deployment. If needle bending is observed during use, a new device may be needed.¿ the reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified that the device has been cycled twice. The sutures and anchors of the device were not returned. The root cause remains unchanged. The reported event is confirmed through the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a meniscus repair procedure. During the procedure, the device used to repair the meniscus would not deploy. The malfunction caused a brief delay in surgery of approximately five minutes. There were no adverse events as a result of the malfunction. Attempts have been made and no further information has been provided.